Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 6/07/2016 with the following findings: during testing, it was observed that the battery compartment had three cracks and the display screen was dim and discolored. A leak test was performed and failed due to the battery compartment leak and there was corrosion observed in the compartment. Unrelated to these issues, there was a crack observed in the pump casing between the case seal and the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked and corroded battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on 6/07/2016.